Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the repair technician reported that the blood parameter monitor probe failed both the intensity and manufacturing checks. The monitor was originally returned for a color chip failure when the technician observed the probe failure. Since this event occurred at the service center, there was no patient involvement during this event.